Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 40 mg/dl range in the late afternoon. The customer drank juice to address the low bg level. The customer consulted with a healthcare provider and made the necessary change to the basal setting on the pump.